Event description:
It was reported that a homechoice pro experienced an unspecified issue. The technical service representative arranged the return of the device. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem could not be identified or duplicated through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.